Manufacturer narrative:
The nir handheld camera was not tested by isi and it was returned to the supplier. The failure analysis/repair and or test will be completed by the supplier. The statement of work (sow) has not been provided by the supplier.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the nir handheld camera involved with this complaint to perform failure analysis; however, failure analysis has not completed their investigation.

Event description:
It was reported that during central processing, a hole was found in the cord. There was no patient injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the initial reporter said the issue was first noted before sterile processing started. There were no reports of patient or staff injury. The cause of the hole in the cord is unknown. The initial reporter did not have any further information to provide.